Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 235 mg/dl to over 700 mg/dl; cause unknown. Customer administered a correction injection via manual injection to address the high blood sugar. Customer technical support instructed customer to consult with their health care provider regarding diabetes management. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.